Event description:
With patient on the trios table, the operating room staff and surgeon performed 180 rotation. While lifting the rotation lever, the surgeon believed he saw the amber light on the foot end flash before releasing the handle all the way down. After a successful rotation, the staff went to prep for surgery and the surgeon released the rotation to check the problem again. While doing so, the patients upper body fell to the floor as the table unlocked and tilted laterally. There was a safety strap positioned near the patient's buttocks. No injury has been reported.

Manufacturer narrative:
Conducted a preventative maintenance with no problem found, operator error. Account manager provided in-service to re-educated the doctor and staff on proper use of table.

Event description:
With patient on the trios table, the or staff and surgeon performed 180 rotation. While lifting the rotation lever, the surgeon believed he saw the amber light on the foot end flash before releasing the handle all the way down. After a successful rotation, the staff went to prep for surgery and the surgeon released the rotation to check the problem again. While doing so, the patients upper body fell to the floor as the table unlocked and tilted laterally. There was a safety strap positioned near the patient's buttocks. No injury has been reported.